Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an intrathecal unknown drug (unknown concentration and dose) via an implanted pump for intractable spasticity and cerebral palsy. The pump was implanted on (B)(6) 2016 after its use before date (ubd) of 9/28/2014. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.